Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm, 310-02-41 - equinoxe, humeral head tall, 41mm (alpha), 300-10-15 - equinoxe replicator plate 1.5mm o/s, 314-24-22 - laser cage glenoid s, 8 post aug, left, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study that a patient, who had a left tsa, was described to have 2 weeks of pain in the superomedial part of scapula and inferomedial part of scapula and is moderate to severe in intensity. The pain is constant, aggravated by above shoulder activities, reaching out, and reaching across, and relieved by rest. Rest pain is present, and night pain is present. The study indicates that it is possibly related to the devices and unlikely related to the procedure. Action taken was corticosteroid injection. The outcome is continuing. No further information.